Event description:
During an arterial line and fluid change, the arterial line snapped. The process began with the fluids off, and the arterial line clamped approximately 1" from the hub of the line that was connected to the t-connector. The line was clamped with a folded 2 x 2 gauze and a blue plastic clamp. Old fluid and lines were removed and replaced, including a new t-connector. Once secured to the arterial line, the plastic blue clamp and gauze were removed. The junction between the arterial catheter and the hub began to show blood flow. The nurse immediately applied pressure to the area of the blood flow, and applied the blue clamp and gauze. Md's were notified. Uac (umbilical arterial catheter) was removed. Fluids infused through piv (peripheral IV).